Event description:
In 2004 kinetikos medical, inc. Was informed of the explant of an subtalar mba foot implant from a pt to address pain in the subtalar region 14 months after its original implant date. The device was not returned to kmi for investigation. No device defects were reported. Post-explant prognosis was indicated as excellent.